Manufacturer narrative:
The product remains in service and the caller was referred to the physician to discuss further action. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that noise was detected on the atrial, ventricular and shock channels. The noise did disapate within about 8-10 seconds, but the device did redetect, then divert. An appropriate shock was delivered for ventricular fibrillation and then the patient was syncopal. Technical services discussed this could be myopotentials or residual energy in the system post shock delivery.